Manufacturer narrative:
The returned probe was evaluated the complaint is confirmed for the vital probe for the reported failure of bent tip as well as the previously unreported failure of fractured tip. It was reported that the patient had hard bone which would add additional stress and forces onto the instrument, which likely led to it's failure. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Labeling was reviewed and found to contain adequate instructions.

Event description:
It was reported that during the procedure the tip of the vital probe bent. There were no reported patient impacts and no further surgical information provided. However, device evaluation by zimmer biomet personnel found a portion of the tip has fractured off.